Event description:
As reported by our german affiliate the balloon of a balloon valvuloplasty catheter (bav) burst during post-dilation of a sapien 3 transcatheter heart valve. The delivery system had also ruptured during valve deployment and it was removed through the sheath without difficulty; however, the bav catheter had to be removed by surgical cut-down. The patient remained stable through the intervention and the device was able to be retrieved intact. Per report, there was no excessive calcification; however, it was thought that ¿spiky¿ calcification ruptured the balloon.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The balloon catheter was returned to edwards for evaluation. Visual inspection of the returned catheter found the following: an axial (longitudinal) tear propagating to radial tear, the balloon pleats were severely wrinkled, the nose tip was separated from the guide wire lumen, the nose tip and balloon material separated from balloon catheter, and material stretching at the distal end of guidewire lumen. There were no manufacturing abnormalities observed. No dimensional or functional testing of the balloon could be performed based on the damaged condition of the balloon. The complaint of balloon burst was confirmed, but no manufacturing non-conformances were identified. During the engineering evaluation the type of balloon burst was determined to be axial (longitudinal) which propagated into a radial tear during device retrieval into (or through) the sheath. Transcatheter delivery balloon burst complaints have been previously investigated in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case per report, ¿spiky calcification burst the balloon¿. Based on available information and device evaluation, patient factors (severe calcification) contributed to the event. The balloon separation was confirmed, but no manufacturing non-conformances were identified. The technical summary further states that a balloon burst increases the possibility of leaving protruding material that can interfere with either the patient's anatomy or the sheath during retrieval. Thus, depending on technique and force used by the physician, it is possible for the balloon to tear further or separate into two or more pieces. It is probable in this case that protruding material from the burst inflation balloon caught on the distal end of the esheath during withdrawal (it is unclear by the reported description at what point the separation occurred). Consequently the force used during retrieval attempts of the bav into the esheath caused the balloon to separate from the guide wire lumen. The complaint for balloon burst and distal nose tip separation was confirmed but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds this month¿s control limits for this failure mode. Therefore, no corrective or preventative action is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.